Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited a pocket erosion and infection. Reportedly, an attempt was made to remove the system, but the lead could not be removed. A revision was performed, and the pacemaker was explanted, while the right atrial (ra) lead and rv lead were surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the leads were surgically abandoned while the pacemaker was explanted on the same date. The ra lead and rv lead were difficult to remove due to long years after the implantation and had difficulty to retract. The pacemaker was replaced by a thinner, smaller device as the patient had lost weight. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR on h6: device codes(1) and f10: device codes(1). This supplemental report was created to capture information corrections.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited a pocket erosion and infection. Reportedly, an attempt was made to remove the system, but the lead could not be removed. A revision was performed, and the pacemaker was explanted, while the right atrial (ra) lead and rv lead were surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the leads were surgically abandoned while the pacemaker was explanted on the same date. The ra lead and rv lead were difficult to remove due to long years after the implantation and had difficulty to retract. The pacemaker was replaced by a thinner, smaller device as the patient had lost weight. No additional adverse patient effects were reported.